Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523; lot: l648298; manufacturing site: bettlach; release to warehouse date: february 02, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4542 was used with correct hardness after procedure and documented in device history record (DHR) file. Visual inspection: the driving cap/ threaded was received at us customer quality (cq) with the distal tip of the device broken off and embedded in the radiolucent insertion handle (part: 03.033.001; lot: l887190) which was returned as a concomitant device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. The following drawing was reviewed: connector for insertion handle. Material 1.4542 was used with correct hardness after procedure and documented in DHR file. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during right subtrochanteric femur fracture procedure on an unknown date, the surgeon was inserting the femoral recon nail (frn) but the canal was very tight. While backslapping to extract the frn, the driving cap broke off in the insertion handle. There was no damage to the femoral recon nail. The surgeon was able to ream the canal up. There were twenty (20) minutes of surgical delay. Patient status is unknown. Concomitant medical products reported: femoral recon nail (part: 04.033.966s; lot: unknown; quantity: 1). Radiolucent insertion handle (part: 03.033.001; lot: l887190; quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).